Event description:
Related manufacturer reference number: 2017865-2021-31044. It was reported that, during a remote follow-up, fracture was suspected on the right atrial (ra) lead. The suspected ra lead fracture was not confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.